Manufacturer narrative:
The field service engineer (fse) found a cracked vacuum line at the top of the noah vacuum nozzle, the ise rinse was too high for the reagent and sipper, the cuvette rinse levels were too high, and the ise bath/nozzles were dirty and not allowing the internal standard to fall to the bottom of the bath. He adjusted the cuvette rinse and the ise reagent/sipper rinses. He cleaned the internal standard bath and nozzles. He trimmed the vacuum line for the noah nozzle. He performed weekly maintenance and the customer ran successful calibrations and qc which was accepted. The customer continued to have issues. The fse found the ise syringe mechanism had a broken guide bearing and was loose. The fse replaced the ise syringe assembly. Qc was acceptable. Calibration was last performed on 02-sep-2023 and was acceptable. The service actions (replacing the ise syringe assembly) resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 6000 c 501 module. The original sodium result was 127 mmol/l and the repeat result was 140 mmol/l. The original potassium result was 3.5 mmol/l and the repeat result was 4.1 mmol/l.

Manufacturer narrative:
The electrode lot numbers and expiration dates were requested but were not provided.